Manufacturer narrative:
Concomitant medical products: product ID: p1501dr, serial# (B)(4), implanted: (B)(6) 2005. (B)(6). (B)(4).

Event description:
It was reported that the lead had oversensing in both unipolar and bipolar configurations. Reprogramming was completed and the lead remains in use. No patient complications have been reported as a result of this event.